Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 17-sep-2018. Device evaluation: the device has been returned and evaluated by product analysis on 13-sep-2018 with the following findings: the black box verified loss of prime events with low non zero force . Investigation did not duplicate loss of prime. Force senor calibration was within specifications; no pump defects were found related to loss of prime. Unrelated to original complaint, the pump was returned with a cracked battery compartment and dim screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.